Event description:
The customer reported that while in use their xhibit central station would shut down on its own. The user reported they could not get the device to power back on until the power cable was removed and re-inserted. There was no patient or user harm associated with this event.

Manufacturer narrative:
As a precaution, the customer replaced the unit with a spare central and removed the reported device from service. The customer was provided with a return authorization to have the device evaluated by a spacelabs healthcare repair technician. At this time, the device has not been received. Should the device be returned, a follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.